Event description:
The event is reported as: complaint alleges: "customer called saying he saw blood on the shaft of the catheter after use. Upon closer inspection, he noticed there was a raised edge on the middle of the shaft on the catheter. He went to a doctor to get checked out but did not need any medical intervention." Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.